Event description:
The customer obtained a non-reproducible, false negative vitros (B)(6) result on a single pt sample on a vitros eciq. The same pt sample produced reactive results on a competitive system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The false negative result was not reported. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eciq did not operate as intended. The customer indicated that vitros (B)(6) quality control results had been acceptable. The investigation determined that the sample in question produced a false negative vitros (B)(6) result initially, however, repeating the sample produced the expected, reactive result. Insufficient sample remained to investigate further. Additional (B)(6) assay results for the pt were not available to assist in the investigation. The root cause of this event is unk.